Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the procedure was delayed 45 minutes.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned device revealed the device is intact and show scratches and surface marring potentially due to attempted implantation. The device was manufactured in 2015. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An inspection performed by our quality department noted the device is within drawing print specifications. An investigation performed by our clinical medical team noted based on a review of clinical information provided; a procedural related event is highly likely in this case. It was reported that surgery time was extended 45 minutes. However, no adverse patient outcome from the extended surgery was reported. Additionally, it was reported that a shorter nail was implanted successfully. Our investigation did not determine a specific cause of the stated failure. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported the procedure was delayed 45 minutes due to intraoperative subtrochanteric implant fracture caused by patient's bone configuration.